Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events - 28 events were reported for this quarter. Product return status - 28 devices were received for evaluation.   Evaluation status - 28 reported events were confirmed during testing. - 28 devices were found to be affected by missing paint chips.additional information - 28 devices were not labeled for single-use. 28 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 28 </noe> malfunction events in which the device had paint chips missing. 28 events had no patient involvement; no patient impact.